Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA section. (B)(4).